Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated and the customer's report was duplicated and attributed to defective analog board. The analog board was replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.